Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endowrist 30 curved-tip stapler instrument associated with this complaint and performed failure analysis evaluation. The logs show the stapler instrument had one completed clamp/fire/unclamp sequence in its last procedure. The instrument was found to have 1 firing failure based on a log review which was replicated through in-house testing. The stapler instrument was installed onto an in-house system and fired on a test foam using an in-house white stapler 30 reload. The system did not pause for compression during the firing, before ultimately failing at 94 percent. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. The instrument failed to fire where the test foam thickened. There were approximately 5-6 unformed stapes. There was no cartridge or blade damage observed. Additional in-house testing was performed using the returned stapler and the firing test failed almost immediately following initiation. There was a loud grinding noise heard during firing that was likely created by contact between a damaged yaw plate and the rotating fire cardan. Instrument was removed from the system for visual inspection of wrist components. Yaw plate was observed to be severely broken on both sides of the pivot tube and splayed outwards towards the fire cardan. The pivot pin appears to be dislodged towards the fire cardan side. Both welds appear to have broken, allowing the pin to dislodge. The pivot pin was retained within the pivot plate and is still present. The bending of the plate and pin outwards towards the fire cardan, increase the likelihood of contact with the fire cardan during firing. Additionally, a band of wear markings were seen on the fire cardan, indicating contact between the components during the firing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was stapling across the pulmonary artery (pa) with the endowrist 30 curved-tip stapler with a white reload when an error message occurred. During the beginning of the firing sequence there were no error messages, but the stapler was making audible noises "popping and cracking" until it fully stopped firing. The error message of " unable to complete fire, tap blue pedal to unclamp, blade may be exposed" appeared. With the risk of the pa to bleed arrangements were made to bring a pump into the room, and cardiothoracic team on standby. With the preparations in place the surgeon then attempted to use the blue foot pedal to release the jaws of the stapler, which was unsuccessful. The use of the instrument release key (irk) was utilized to release the pa from the jaws of the instrument. The staple line of the white reload fired staples 2/3 of the way through the pa, successfully sealing the artery. No bleeding occurred due to the event. However, the staple line was not uniformed throughout, the specimen side of the pa had one successful staple line and the remaining side had three formed lines. The staples were described as spread too far apart, and malformed in places. Intervention to the staple line was address with holding pressure, utilizing hemostatic agents such as surgiseal. The procedure was completed robotically with no further complications. Due to the event the patient was extubated deeply, and held anticoagulation postoperatively to ensure the staple line seal held. There has not been any postoperative complications, and the patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the endowrist 30 curved-tip stapler instrument or the white reload during this reported event for failure analysis investigations. Endowrist 30 curved-tip stapler instrument logs show (part number 470530-05), (lot number s10170517-0006), was used first, and it was installed on the system 2x and fired 2 white reloads. On install 1, all clamp attempts were successful and the firing was completed without error. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~71% completion, and logs shows errors that represented the failure. The instrument was successfully unclamped, removed, and not used again in the procedure. The second endowrist 30 curved-tip stapler instrument logs show (part number 470530-08), (lot number t10230803-0015), was installed on the system 6x and fired 5 white reloads. On the first install, a white reload was loaded, however no clamping or firing was attempted. On installs 2-6, the first clamp was successful and the firings were each completed without error. The instrument was then removed and not used again in the procedure.